Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running error. Customer blood glucose value was 20.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was off when customer woke, after insertion new battery insulin pump alarmed power error. The customer stated that this was the second time. The customer also stated that the battery life was significantly less than before. The device will not be returned for analysis.